Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and did not identify any abnormalities that could have contributed to the reported condition. Additionally, a retention sample was functionally tested, and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike leaked. The leak was coming from a hole in the tubing. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.